Event description:
Implant surgeon informed sales rep that when he was locking gamma3 set screw to lag screw he noticed that it did not locked in. Operating time got longer about one (1) hour as he had to change all implants.

Manufacturer narrative:
Once the investigation has been completed any additional info will be reported in a supplemental report.